Manufacturer narrative:
G4: 15sep2020. B4: 24sep2020. The display was returned for an evaluation. The investigation revealed the display's upper left , lower right , upper right and lower left resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26nov2019.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.